Event description:
Customer called to report that the synchron lx clinical system, model lx20 pro, generated falsely high ion selective electrode (ise) results for two patient samples on (B)(6) 2012 for sodium (na), and on (B)(6) 2012 for sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca). This report is based on the sodium result that was generated on (B)(6) 2012, which was not reported out of the laboratory. When the issue was noticed due to a failed delta check, the sample was repeated on the other instrument in the laboratory. The repeated result matched the patient's clinical picture, and was reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint. An onsite service request was generated for further examination of the instrument issue.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and replaced the electrolyte injection cup (eic) valves, the sample probe, both sodium electrodes and the carbon bridge. Although these hardware parts were replaced, the exact cause of the erroneous results could not be determined. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. Please note that an additional medical device report was filed as MDR #2050012-2012-01110 to document the results that were generated on (B)(6) 2012. (B)(4).